Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions. As a result, humidity invaded lg-lens which led to corrosion. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section: IFU states the detection method in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the reported issue was confirmed: the forceps elevator wire was cut and worn. As a result of the wire problem, the forceps raising angle was out of specifications, the guidewire raising angle was out of specifications, the angulation in the up direction was out of specifications, and there was a gap on the up/down knob that was out of specifications. Visual examination found the following issues: the charge coupled device was broken, causing a scratch on the image; the light guide lens was discolored; the bending section cover adhesive was detached; and the connecting tube was corrugated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera duodenovideoscope was being prepared prior to a diagnostic procedure. The device's forceps elevator wire was found to be broken. The procedure was completed using a similar device. The device was returned to olympus for evaluation. During evaluation, the inside of the light guide lens was found to be dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no procedural delay and there were no adverse effects to patient.